Event description:
The customer reported that a philips x2 monitor was dislodged from the mount during a patient code event.

Manufacturer narrative:
(B)(4). The customer reported that a philips x2 monitor was dislodged from the mount during a patient code event. The hospital biomed stated that although a patient code event occurred, the philips monitor was not the cause. However, the customer does feel that the x2 should be mounted more securely to the fms rack. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.